Event description:
The reporter stated that the drain portion of the catheter sheared off inside the pt's head. The nurse walked into the pt's room and the catheter was broken and laying on the pt's head. The catheter was surgically removed while the pt was undergoing a previously scheduled craniotomy.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info. The reporter has been contacted by telephone and by letter seeking further details of the event, with no response to date.